Manufacturer narrative:
Description of event: as reported, the open-end ureteral catheter separated into two pieces while inside the ureter. It was confirmed both pieces were removed during the same procedure. The surgeon wanted another catheter opened to confirm all 70cm was there and it was all there. It was reported the patient did not experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, and a visual inspection of the returned device, were conducted during the investigation. One open-end ureteral catheter device was returned in an open package with product label. Upon inspection the catheter was badly bent and was in 2 pieces. The two pieces measured 66.5cm and 3.5cm. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, and adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. No other lot related complaints have been received from the field. It was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The IFU supplied with the device was reviewed and includes the following: precautions ¿ avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. ¿ if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. The complaint was confirmed by the returned device. The returned catheter tubing was observed to have separated 3.5 centimeters from the proximal end. It is not possible to rule out procedural factors as contributing to the complaint. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrections: h6: annex f. D4: model # = gpn #. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = product returned and currently under investigation evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the open-end ureteral catheter separated into two pieces while inside the ureter. It was confirmed both pieces were removed during the same procedure. It was reported the patient did not experience any adverse effects.